Event description:
This is the 2nd event of 5, refering to the same patient during treatment on (B)(6) 2007. Six minutes after reinitializing treatment on pt the machine gave blood in dialysate alarm. The blood leak was confirmed with a hemo-reagent test strip. The blood in the extracorporeal circuit was rinsed back to the pt. No medical intervention.